Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to high blood glucose of 577mg/dl, and she was treated with saline and insulin. The customer experienced fast heart beating. The caller stated that the events leading to her admission was uncontrolled diabetes and device malfunction. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a weak battery alarm. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. The caller stated that the cannula was removed before the event and it was not bent, but the cannula was bent when she went to the hospital. No further information was provided.